Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen, an issue that had persisted for about eight months. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was not connected to a power source and advised pressing the button firmly. Following these instructions, the caller confirmed that the button functioned as intended. Cts to replace pump. Customer will continue to use current pump.